Event description:
Baxter (B)(4) received a report that an infusor leaked into the housing during patient infusion. The device was being filled with a solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit showed no indication of a leak in the housing. A functional leak test was performed by filling the reservoir with blue-colored water. During fill, leakage was detected at the junction of the tubing and the multirate control module; no evidence of leak was observed in the housing. The root cause was determined to be insufficient bonding due to operator oversight during assembly. Awareness training for all applicable manufacturing operators was conducted in (B)(4) 2012 to address this issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.